Manufacturer narrative:
The device was returned to olympus for inspection. The reported failure missing image was not confirmed therefore a definitive root cause could not be identified. However, based on the results of the investigation broken wire of guide beam was due to the component failure of lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited broken wire of guide beam. There was no patient involvement.